Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for an explant procedure because their right atrial lead was dislodged. The lead was failing to capture and sense. X-ray and fluoroscopy were performed and confirmed lead dislodgement. The physician explanted and replaced the lead. The patient was in stable condition.